Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) with stone removal on (B)(6) 2021. When articulating the scope at the beginning of the procedure, the physician noticed a different anatomy. After drawing back the scope, a perforation of approximately 3 centimeters was noted. At this point, CT surgeons were contacted. An emergency CT scan was performed and a chest tube was placed. The physician then proceeded with closure of perforation and the patient remained intubated. The patient was then sent to the ICU for recovery. The patient was not admitted to the hospital beyond standard of care and is expected to make a full recovery. The ercp was not completed as a result of this event. No further information has been obtained despite good faith efforts.